Event description:
It was reported that during a follow-up, noise was observed on the atrial and ventricular channels. All measurements were in the normal range. The physician elected to increase patient follow-up frequency to monitor. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.